Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Zinc toxicity [metal poisoning]. Extensive nerve damage [nerve injury]. Loss of balance [balance disorder]. Tingling of feet, legs, and toes [paresthesia]. Numbness of feet, legs, and toes [hypoaesthesia]. Weakness of feet, legs, and toes [muscular weakness]. Burning sensation [burning sensation]. Urinary incontinence [urinary incontinence]. Dizziness [dizziness]. Severe gastritis [gastritis]. Case description: an attorney reported that her client, a (B)(6)female, used fixodent denture adhesive, version unk cream beginning 1990 through (B)(6) 2010 and super poligrip, original beginning 1980 through 1990 reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity, extensive nerve damage, loss of balance, tingling of feet, legs, and toes, numbness of feet, legs, and toes, weakness of feet, legs, and toes, burning sensation, urinary incontinence, dizziness, and severe gastritis. Treatment unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.